Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a bone anchored hearing aid. Additionally it was assumed that the coupler has migrated from its intended position which may have contributed to the insufficient auditory perception. This is a final report.

Event description:
The user's hearing threshold has decreased and she no longer has benefit from the device. The device was explanted under local anasthesia and the user was re-implanted with a bone anchored hearing aid.

Event description:
It was reported that the device will be explanted in (B)(6) 2025. The user's hearing threshold has decreased and she no longer has benefit from the device. The device was explanted under local anasthesia and the user was re-implanted with a bone anchored hearing aid.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.